Event description:
We were notified through a medwatch report that there were incidents where the back cane of the wheelchair had broken. Chairs are being returned for eval under individual RMA numbers for traceability.

Manufacturer narrative:
These devices will be returned to the MFR for eval under individual RMA numbers.